Event description:
Report received of an undocumented number of undocumented incidents of the tubing "rupturing" during use with a power injector. The customer reports that the power injector settings are either 2-1/2cc/sec or 3cc/sec. The volume of contrast to be injected is 155cc's. The rupture is occurring mid-tubing after about 40cc's of contrast has been injected. As soon as the rupture is noticed, the injection is stopped and the tubing is changed. No reports of pts experiencing blood loss. None of the IV sites have needed to be re-started. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.